Event description:
It was reported the patient's pump was replaced due to "lifespan". Received information reported that there was a change in the catheter tip position during pump replacement was confirmed and also that the catheter tip position had not migrated. It was later clarified that the catheter tip 'appeared' to have migrated because of the patient's body growth. The tip 'slightly' moved along the body growth for six years, and was "certainly located at th8 still". It was noted the patient's height (6 years ago) was 170 cm and their current height was 178 cm. Conflicting information also reported the pump was replaced on either (B)(6) 2015. The patient had effective therapy. The pump was used to deliver gabalon.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n165230023, product type catheter. Product ID: 8711, lot# n1 65230023, product type catheter. (B4).